Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, the right ventricular (rv) lead exhibited a sensing drop to 1.9-2.0 mv which was previously at 4-5 mv and was stable. The capture threshold also increased from 1.0 to 1.75 v. Programming was performed by increasing output to 3.5 v and decreasing sensitivity to 1.5 mv. The patient is stable and will continue to be followed by the physician. It is not known if there are plans for a lead revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).